Event description:
The customer reported that the device powers off and that the battery is failing the operational check and calibration. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device powers off and that the battery is failing the operational check and calibration. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. He noted that the battery was more than 2 yrs old and advised the customer to replace the battery. We will consider this a failure of the battery. As of (B)(6) 2012 there have been no further call from this customer site regarding this issue.